Manufacturer narrative:
(B)(4). The customer support engineer (cse) installed a graphical user interface (gui cpu). All performance tests and calibrations were then passed as outlined in the service manual.

Event description:
It was reported that the ventilator graphic user interface (gui) lost communication. It is unknown is there was any patient involvement. There is no report of any patient harm associated with this event.